Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that they had an issue with the filter inside the architect analyzer, on the right hand side. Due to the side panel not being seated properly, when the tech went to insert the filter it slid all the way down into the analyzer. The tech tried reaching the filter inside the instrument when he received a shock on his hand. He recoiled and scraped his hand on something inside which made the right thumb bleed. The tech washed the cut and applied a bandage. The tech did not seek medical treatment. There was no impact to patient management, or facility damage reported. There was no additional patient information provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.

Manufacturer narrative:
An investigation was performed which included a review of the information provided by the abbott field service engineer, the service history of the instrument, tracking and trending metrics, as well as labeling and safety specifications for the architect. The field service representative (fsr) inspected the area of the i2000sr where the electrical shock and thumb cut was reported to have occurred. The inspection included checking the area behind the right side cover of the instrument for broken wires/cables and sharp edges. The fsr indicated the right side cover was seated correctly but found the cover's top, lock screw to be loose. The fsr also noted that an individual's thumb could come into contact with the circulator fan, located on the right side of the i2000sr behind the processing center fan bracket, when reaching into the open area between the instrument and the cover. It is not known how the screw became loose. The customer should not have been in this area of the instrument as there are no instances in the architect operations manual that instruct an operator to loosen the lock screw and/or remove the cover. The fsr was unable to identify the cause of the shock event. The outlet power for the facility was documented as 230 vac, which falls within the electrical specification for the power source of the i2000sr iec 309 [(250 vac or 220-240 vac, 16a) (international)] per the architect system operations manual. Additionally, an abbott safety engineer completed an evaluation of the i2000sr and found that the circulator fan is located down below the right side of the instrument and the electrical supplies of the fan are located inside of the instrument which cannot be accessed from the outside. The circulator fan is also certified to the appropriate ul safety standards and is not an electrical shock hazard. The other supply wires, such as for the rsh transport motor and rsh distribution board, which are all located in this area of the instrument, were well insulated and routed below the fan, making it extremely unlikely that an operator would be able to touch a live circuit when performing the actions described in this complaint. Our review of customer complaints over the last 5 years identified this as the sole complaint regarding a suspected electrical shock and/or hand injury in the vicinity of the circulator fan. The architect system operations manual provides instructions, including a video, for the removal, cleaning and reinstallation of the processing center air filters during the weekly maintenance procedure, 6012 air filter cleaning. The manual also cautions that attention to hazard and safety information minimizes the potential of harm to personnel and damage to the laboratory environment and informs the reader that the architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. To date no indication of a deficiency of the circulator fan or labeling in the architect systems operation manual has been identified.